Event description:
Procedure: lap donor nephrectomy. According to the reporter: when the handle was squeezed it would not fire all the way resulting in the stapler jamming. The device only advanced part of the way resulting in a partial fire. Suture was used to repair vessel that was transected due to a small tear. There was no reinforcement material used. There was no loss of excess tissue and blood loss was less than 150cc with no transfusion needed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).